Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface size 3 9 mm height femoral size a,b,c,d,e,f,g: catalog#: 00584202309, lot#: 63118426; tibial component precoat right medial/left lateral size 3: catalog#: 00584200302, lot#: 11017646. Multiple MDR reports have been filed for this report. Please see associated report: 0001822565-2023-00023. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right partial knee arthroplasty. Approximately six months post implantation, the patient felt their implanted knee give way and fell down a set of stairs. The fall resulted in a fractured humerus bone in the shoulder which required surgical intervention to resolve.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical g4-femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified possible loosening or malposition of the right medial uni knee compartment. Complaint not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.